Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was returned. The reported malfunction was observed during review of the activity logs. However, the device was not returned for evaluation. The device was requested, but has not been received. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.